Event description:
It was reported that the device¿s sleep/wake button appeared unresponsive when the user pressed the top button forcefully, but normal function was restored when instructed to use a gentle touch, and repeated testing confirmed consistent activation. Symptoms included no adverse clinical effects. Outcomes included no impact on therapy, no alarms, and no need for medical attention. Investigation included customer interview and device-use troubleshooting with user education. Investigation of this case revealed user technique as the likely cause, with the device operating as designed during guided testing. It was concluded that no device malfunction occurred and the event was attributable to use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.